Event description:
A patient reported experiencing inaccurate high results with a lifescan meter. The patient's blood glucose results were 140 mg/dl vs. 119 lab. Tests were done within 10 minutes with a difference of 32% mg/dl. Patient did not experience any adverse events.